Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europe (B)(4). Olympus europe (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off during the incoming inspection of the subject device for the repair at the service department of olympus europe (B)(4). There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that this event was caused by some physical tress to the insertion section. We cannot rule out a possibility of chemical stress due to reprocessing, but this event was likely caused by physical stress, such as rubbing the insertion section with something hard. If additional information becomes available, this report will be supplemented.